Event description:
It was reported that the customer had a motor error alarm, a compromised force sensor alarm, and a motor position encoder error alarm. Customer's blood glucose level was 400 mg/dl. Customer will treat with a shot. Customer put in a new reservoir and was trying to prime it. Customer is now stuck in the prime and rewind. The pump just turned off and is counting up. Customer stated that the drive support cap was sticking out. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump passed displacement test. Unable to confirm motor error alarm due to a33 alarms. Unable to confirm e70 alarm in alarm history due to a47 alarms noted in alarm history. A47 alarms due to corrupted history files. Motor tested ok. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked case near display window corners and missing end cap sticker noted during our visual inspection.